Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump no longer recognized cartridge during a cartridge change and no additional event details were available. There was no reported impact to the customer¿s blood glucose level. Customer did not return device, and no corrective actions or replacement pump were documented, so no additional information was received regarding the outcome of the event.